Event description:
Patient called to report rupture. Healthcare professional later reported ¿several small folds¿ and ¿a few small cysts¿; the cysts have been deemed not related to the device. Ultrasound performed. Affected side is right. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.